Event description:
The target treatment area was a heavily calcified, moderately tortuous right coronary artery (rca). While the diamondback 360 coronary orbital atherectomy device (oad) was being used to treat the rca, a perforation occurred. Two covered stents were placed to treat the perforation and the patient was stabilized. The procedure continued and a pericardiocentesis was performed and the liver was struck by a non-abbott catheter, causing bleeding. The bleeding was contained, and the patient was stable and sent to recovery in the critical care unit (ccu). While in the ccu, the patient experienced a secondary liver bleed that could not be contained and expired. It was the physician's opinion the oad caused the perforation. The primary cause of death was hemorrhagic shock due to complications of the pericardiocentesis (the liver bleeding) and the secondary cause of death was a coronary perforation. The oad did not cause the patient death but was a contributing factor.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).